Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. (B)(6).

Event description:
A patient experienced a tubing disconnection resulting in a low blood pressure and approximately ten millimeters of blood loss. A clearlink continu-flo solution set (not labelled for use with a power injector) was being used to infuse norepinephrine. The infusion was being delivered via a power injector in the intensive care unit at an unknown pressure rate. Upon responding to a low blood pressure alarm, a tubing disconnection between the IV tubing and the distal luer fitting was identified resulting in blood loss. The patient was not symptomatic for hypotension. No further information was provided regarding whether the patient required medical intervention or the patient's outcome from the event. No additional information is available.